Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while in use on a patient intra-aortic balloon (iab) ruptured, but the customer was unsure if blood got into the console. There was no injury to the patient.